Manufacturer narrative:
The customer complaint of blood tubing set had multiple holes in the silicone segment that caused the tubing set to leak into the device was confirmed. Photo provided by the customer observed blood leaking from the three holes on the silicone segment near the lower fitment. Blood was also observed on the pump module where the silicone tubing is loaded into. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the patient was receiving a blood transfusion when the blood began to leak from the pcu. Upon assessment, the rn found that the blood tubing set had multiple holes in the silicone segment that caused the tubing set to leak into the device. The customer further stated that there were no adverse effects caused to the patient from the event.